Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was experiencing chest pain that he thought was indigestion. However, the pain did not subside so he went to the ER for evaluation. At the emergency room, the patient¿s cgm was reading 66 mg/dl while the bg meter was reading 500 mg/dl. The patient was wearing an omnipod insulin pump. The patient was diagnosed with dka and treated with IV insulin and IV insulin. The patient was discharged on (B)(6) 2025. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect - clinical code - e1025 pyrosis/heartburn.